Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse did not reproduce the reported issue; however, the universal surgical manipulator (usm4) was replaced. The system was tested and verified as ready for use. Isi has not received the usm4 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, non-intuitive motion occurred on universal surgical manipulator (usm4). The customer had already replaced the instrument, but the same issue occurred with errors 22020 and 23124. Technical support engineer (tse) advised the customer to reinstall the sterile adapter (sa) at usm4, or restart system, if same issue continued. The procedure was completing as planned with no reported injury.